Event description:
Device returned to MFR after implant duration of approx 3 months. Reason for pump return was referred to as "therapy related", no pt symptoms or add'l device info was provided. The device was returned to the MFR for analysis. The pump was programmed to infuse: dilaudid 8.3mg/ml @ 0.6002mg/day, duraclon 83.3mcg/ml @ 6.024mcg/day, via simple continuous infusion mode. Add'l info has been requested from hcp regarding reported event, including pt outcome. A follow up report will be sent when new info is received.

Manufacturer narrative:
H6: final device analysis reveals no anomaly found. Normal device function. The device has been returned to the MFR for analysis which is not complete as of the date of the report.